Event description:
It was reported the patient underwent surgical intervention on (B)(6) 2015. Effective therapy could not be obtained in the operating room. As a result, the patient's leads were explanted and replaced. Effective therapy was restored post-op.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.